Event description:
Related manufacturer reference numbers: 2017865-2021-25933, related manufacturer reference numbers: 2017865-2021-25934. It was reported that the patient presented in clinic. The pocket site exhibited hematoma and the atrial lead showed dislodgement with no capture threshold and no sensing. It was suspected that the lead sustained damage attributed to the patient falling. During the revision procedure, it was found that the stylet failed to advance through the lead. The lead was explanted and replaced. Patient's condition was stable throughout.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported events of failure to capture and failure to sense could not be confirmed. Insulation damage and failure to advance the stylet were confirmed. As received, a complete lead was returned in one piece. Final analysis found the insulation damage consistent with procedural damage. Additionally, the cause of the failure to advance the stylet was identified to be caused by over torqued inner coil at the connector region consistent with procedural damage. No conductor fractures or internal shorts were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-25934. It was reported that the patient presented in clinic. The pocket site exhibited hematoma and the atrial lead showed dislodgement with no capture threshold. It was suspected that the issue was attributed to the patient falling. The lead was explanted and replaced. Patient's condition was stable throughout.